Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing out of range pacing impedances with a gradual rise trend. Also, the threshold has been showing an increase. Since the increase in impedance has been gradual, a tissue interface issue was suggested. Also, high shock lead impedance was observed out of range. There was a recorded episode with over-sensed noise recorded. There was low r wave amplitude observed. The pacing output was going to be increased and discussed with the physician. A couple of weeks later the lead was surgically abandoned. The device from the system delivered inappropriate anti-tachycardia pacing therapy. No additional adverse patient effects were reported.